Event description:
It was reported that the patient¿s health care professional (hcp) expressed concern about the catheter. The patient experienced headache, nausea and vomiting post-op from a buried catheter trial. The location of the issue or symptom was described as dural leak at insertion site of catheter. The hcp used a shorter needle in the case and used a purse string method around the patient¿s catheter. The actions required as a result of the event included medical intervention including a blood patch. The patient had good results from the trial for pain. The distal segment of the catheter remained and a new proximal segment was implanted with a 40 ml pump on (B)(6) 2014. A portion of the existing catheter was trimmed; the proximal section that was externalized during the trial was removed. Diagnostic testing or troubleshooting included a dye study to make sure catheter was intact before implant. The patient¿s status at the time of report was alive ¿ no injury. The drug used at the time of event was morphine. No outcome was reported regarding this eve nt. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient recovered without permanent impairment.